Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server device not communicated and was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating despite being dialed into the station and no critical override notice was displayed. The technical support specialist (tss) reviewed the settings on the med es application server, including synchronization servers and synchronization information filtered for the affected station, and confirmed that the system information was accessible. The field service engineer (fse) later confirmed that the issue was resolved, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server device not communicated and was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.